Manufacturer narrative:
Other relevant device(s) are: product ID: hg-16-62-28, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device with a non-mdt stent graft system. The endoanchors were implanted to treat a type ia endoleak. It was reported the patient experienced arrhythmia, intermittent atrial fibrillation, atrial flutter and bradycardia on the of the index procedure. The patient was treated with medication and the events were reported to be resolved. The events were assessed by the investigator to be related to the procedure. No additional clinical sequelae were reported and the patient is fine.